Manufacturer narrative:
Investigation summary: the device was received with the screen no longer adhered to the housing. Rtv sealant was found to have separated cleanly to only side of the bonding interface. This implies that primer was likely not applied at the time of manufacturing.

Event description:
It was reported that the ilet handheld device¿s screen adhesive was separating and the display was delaminating when the caregiver retrieved the device for a meal announcement; the user reported carrying the device on a belt or in a pocket and was unsure of the cause. Symptoms included no patient injury or clinical effects. Outcomes included no impact on glycemic control and no medical intervention. Investigation included customer interview, complaint review, and device return requested for evaluation. Investigation of this case revealed a hardware screen delamination consistent with a display assembly adhesion failure. It was concluded that the device experienced a mechanical display assembly failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.